Event description:
The reporter contacted animas to report that the down arrow keypad button presses were intermittently activating the desired pump functions. There was no reported patient impact associated with this complaint. Animas received the insulin pump involved with this complaint on (B)(6) 2012 and completed device evaluation on (B)(6) 2012. There was no damage found to the insulin pump's keypad; however, testing confirmed there was an intermittent button response issue. When the keypad was removed, there was contamination (adhesive) found under the button contacts. Investigation also noted a secondary issue where the display screen appeared dim and reddish. A new test screen was installed and there was no issue found with the pcb. This complaint is being reported due to the confirmed keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
On (B)(4) 2011, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.